Manufacturer narrative:
Product analysis: analysis could not confirm the reported issue; the external pulse generator (epg) passed incoming testing with no anomalies found. The main printed circuit board (pcb) was replaced as a preventative. It was found that the keypad was scratched, and all of the knobs were very loose. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) caused a spontaneous r on t event. The epg has been returned for service and evaluation. No patient complications have been reported as a result of this event.